Event description:
During the procedure, the physician made one pass with the catheter then pulled back to inject contrast. He then noticed that there were numerous areas where the sheath appeared abnormal. He pulled the catheter all of the way out and lasered outside the body. Light was visible through the sheath throughout the laser catheter. The case was finished with another 1.4 te. This was a below the knee case in the anterior tibial artery. It was determined when the device was physically evaluated, that this should be reported as an ae because of the exposed fibers being inside the body prior to the physician becoming aware of the issue. The patient was not harmed and the procedure was completed without incident.